Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed both e117 (optical module error) and e315 error communication or transmission problem). The issue occurred during preparation for use before a diagnostic colonoscopy. There was a 10 minute delay and the patient was sedated. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. User may detect the suggested event by handling the device in accordance with IFU below. Inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.